Event description:
Event description guidant received information that this implantable left ventricular lead dislodged after approximately three months of service. The lead was explanted, replaced and returned for analysis.